Manufacturer narrative:
An event regarding disassociation involving a metal head was reported. The event was confirmed via evaluation of the returned devices. Method & results: product evaluation and results: visual inspection: the device was returned for evaluation. Scratches are visible on the rim of the head. Material analysis: damage consistent with the loss of taper lock was observed on the head and stem of the returned devices. No further material analyses were performed. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to disassociation of the head from the stem. The head and stem were returned for evaluation. Damage consistent with the loss of taper lock was observed on the head and stem. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient required a total hip revision surgery due to failure of the head-trunnion junction. The patient had presented to the ER with dislocation of the femoral head which was confirmed upon admittance. It was further reported that the revision involved removal of the trident acetabular liner, v40 femoral head and accolade tmzf stem. The original shell was left in place.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
It was reported that the patient required a total hip revision surgery due to failure of the head-trunnion junction. The patient had presented to the ER with dislocation of the femoral head which was confirmed upon admittance. It was further reported that the revision involved removal of the trident acetabular liner, v40 femoral head and accolade tmzf stem. The original shell was left in place.